Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:05:10. During night drain cycle six, the patient's ultrafiltration reading was 2287ml, indicating the home patient (hp) drained 1537ml more than their maximum programmed fill volume of 2500ml. No further information was available.

Manufacturer narrative:
(B)(4). Additional information: (B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.